Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4) pertains to the ins ((B)(4)). (B)(4) pertains to the ins ((B)(4)). (B)(4) pertains to the lead ((B)(4)) and lead ((B)(4)). (B)(4) pertains to the ins ((B)(4)), lead ((B)(4)) and lead ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she would be seeing their healthcare provider (hcp) on (B)(6) 2017 for an MRI. The patient reported that she needed surgery for low back pain. The patient reported that she didn¿t know if the MRI or surgery was related to the device. The patient reported that nothing was wrong with the device and it was working to help her walk. The patient reported that her lower back pain was getting worse and pain was from a spinal cord injury. The patient reported that she had the device for a spinal cord injury but didn¿t know if the device was being used for her lower back pain. The patient reported that her back pain had gotten higher to her neck and wanted to have surgery for the pain. The patient reported that her pain had never gone away. The patient reported that she didn¿t know if the ins was for back pain but then said it was helping her pain by 60% but now was only helping 40%. Additional information was received from the patient on 2017-04-17. The patient reported that she fell down and couldn¿t walk right now on her left leg. The patient reported that when she sat down got really weak she fell down and didn¿t feel the stimulation could help with the left leg. The patient reported that the hcp wanted to do some tests first before sending the patient to the surgeon to find out why her legs were weak. The patient reported that she knew why she was weak from a car wreck. The patient reported that she was scared with stimulation with surgery. The patient reported that stimulation was helping her. The patient reported that she still had pain but got relief from the pain stimulation helping her sometimes 50% and sometimes 60% and wanted to know if stimulation should be working 100%. The patient also reported that the hcp did an x-ray and said that the lines were loose. The patient reported that even though the stimulation wasn¿t 100%, she still needed it because it did help her. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.